Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The device was not evaluated, as the issue was identified upon receipt by the customer and the product was returned to the distribution center. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the brakes would not engage. There was no patient involvement.